Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The unit will run for a couple hours then turn off with no error code on the pc board nor does the unit alarm. The provider states the concentrator will turn back on without being physically turned on.